Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that went to emergency room due to low blood glucose of 28mg/dl, 43mg/dl on (B)(6) 2017 which was treated with glucose tablets. Customer¿s blood glucose when hospitalized was 46mg/dl to 48mg/dl. Customer was wearing insulin pump at time of hospitalization. Customer states that customer was not admitted only went to emergency room. Customer thinks that customer was involved in vehicle accident while wearing the insulin pump. Drive support cap was normal. Customer¿s current blood glucose was within 50mg/dl to 60mg/dl. Insulin pump will not be return for analysis.